Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus pnk 20ga x 1.16in prn-cap y cracked the following information was provided by the initial reporter: clinical use of indwelling needle infusion found to be cracked.

Event description:
No additional information provided.

Manufacturer narrative:
"1. DHR/bhr review: (1) the batch number of the complained product is 2228357, is 20g and product code is 383942, produced on 2022/09, with a total of (B)(4) pieces in this batch. (2) check the process inspection and delivery inspection report. The test results all meet the product standards and there are no abnormalities. (3) check the production records, there were no nonconformance, deviation or rework activities. 2. No samples or pictures were returned,the defect status cannot be confirmed. 3. Take the retained samples 30pcs of this batch to inspect the appearance of the connection adaptor, and no abnormalities were found. The inspection report is attached as attachment 1. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary,due to the lack of samples returned by the customer, the specific defect status cannot be confirmed, therefore the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint."